Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient was in drain 4 of 4 (drain volume unknown) when the cycler messaged with an "m31 air detected in cassette" alarm. Treatment was cancelled and when the patient contact removed the cassette there was fluid leaking from within the cassette door. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient was in drain 4 of 4 (drain volume unknown) when the cycler messaged with an "m31 air detected in cassette" alarm. Treatment was cancelled and when the patient contact removed the cassette there was fluid leaking from within the cassette door. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and was no longer available to be returned for evaluation.